Manufacturer narrative:
The reported issue was confirmed and the faulty battery needs to be replaced. It was also observed that the front window was scratched on the device.

Event description:
It was reported that the unit did not turn on even though it was charged for 24 hours. No pt injury was reported.